Manufacturer narrative:
The event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
This report is related to a (B)(6) patient. It was reported the patient experienced discomfort at their ipg site due to its location. As a result, the patient's ipg was relocated via surgical intervention on (B)(6) 2019. Surgical intervention addressed the patient's issue.